Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump had no delivery, replace battery now and keypad anomaly. The customer reported that they spoke to someone on phone and battery keeps getting dead quickly and its blocked. Customer stated that battery is dead already. Customer stated that all night long blood glucose was over 400mg/dl. Customer received a low battery alert prior to the replace battery now alarm. Customer reports they are unable to troubleshoot at time of call. Customer reports alarm did not occur during fill tubing. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. Device passed leak test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms or keypad anomalies noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No low battery alert, power loss alarm, replace battery alert, replace battery now alarm noted during testing or in the device trace download.